Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to faulty force sensor. No motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer state that the issue gets resolved by changing the reservoir. The customer's blood glucose was 533 mg/dl, which was treated with manual injection. The customer does not use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.